Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 03/17/2014 with the following results: unable to duplicate reported complaint. Pump history shows no alarms outside the range of normal patient use. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Unrelated to the complaint, the display screen was observed to have a pinkish contrast; it is still able to be safely read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient's pump is broken and not pumping insulin to patient, who is now in the hospital with ketoacidosis. Reporter did not have pump for troubleshooting. The complaint is being reported due to the allegation that the pump is not delivering insulin and the patient subsequently developed ketoacidosis.

Manufacturer narrative:
Reporter called animas back to troubleshoot the pump, and alleged the following: on (B)(6) 2013, the patient stated he felt unwell, was later found unconscious and was transported to the emergency room by the paramedics. Blood glucose (bg) on admission was 1200mg/dl with ketoacidosis. Reporter states the hospital nurse told them there was a problem with the pump and to have animas replace it. Patient coded in the hospital and went into coma. Patient was given IV insulin and fluids, and was in ICU for a week. Patient had two stents placed and was sent to a rehab facility. After about a week in rehab, he felt weak and passed out, and was returned to the hospital. He was sent back to rehab today. Reporter states patient has low blood pressure and the stents, but no other illnesses or medications. Patient had travelled over thanksgiving holiday, but it is unknown if the pump was exposed to x-ray. Customer service (cs) assisted reporter to troubleshoot pump and found that when the battery was replaced, the time and date reverted to the factory default settings. Review of history showed a clear time/date issue, but reporter was unsure how long this had been happening. The dates were out of order, and there was nothing for the date of the incident. The suspend history showed non-existent dates ((B)(6) 2007; (B)(6) 2013). Cs was unable to pinpoint what actually occurred. The patient has a loaner pump and the reporter will have the endocrinologist program it for them.